Event description:
Voluntary recall of marquis dr aicd by medtronic, inc. Failure of device created significant anxiety plus the pain, suffering and risk of additional surgery; plus a night's stay in the hospital.